Manufacturer narrative:
Product analysis #(B)(4): the device was returned and analyzed. Analysis was performed and no anomalies were found. Visual examination of the connector noted no anomalies. Tool marks were noted on the device can/shield.

Event description:
It was reported that the implantable pulse generator (ipg) system was removed due to endocarditis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.